Manufacturer narrative:
3 sealed 5ml luer-lok syringes and two photos were received, confirmed to be from batch # 8011856 (p/n 305062). Samples were visually evaluated. All 3 samples were found to have missing print between 2ml and the bd logo. The missing print was more than 50% of any one item, which is rejectable per product specification. DHR review for batch 8011856 (p/n 305062): manufacturing dates: 01/23/2018 to 01/25/2018. Batch quantity was (B)(4). Printing records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8011856 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Product defect confirmed based on sample evaluation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the measure markings on a bd plastipak¿ syringe with luer-lok¿ tip were ¿incomplete¿, and missing. There was no report of exposure, injury or medical intervention.